Event description:
Caller reported an error with their continuous glucose monitor (cgm), identified as a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller was guided through the process. After the reset, the error did not reappear, and the caller successfully initiated a new sensor session.